Event description:
It was reported that a pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiography (ice) imaging confirmed the procedure can proceed and no baseline pe was noted. A watchman access system (was) was positioned at the laa, and a watchman closure device and delivery system (wds) were advanced, and the closure device was deployed and implanted. After implanting the closure device, a small pe was noted on ice imaging. A pericardiocentesis was performed, removing 200ml of drainage. The procedure was concluded with the patient in stable condition. The patient was discharged home. In the physician's opinion, the tip of the was was suspected to be inserted too deep, causing the pe.

Event description:
It was reported that a pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echocardiography (ice) imaging confirmed the procedure can proceed and no baseline pe was noted. A watchman access system (was) was positioned at the laa, and a watchman closure device and delivery system (wds) were advanced, and the closure device was deployed and implanted. After implanting the closure device, a small pe was noted on ice imaging. A pericardiocentesis was performed, removing 200ml of drainage. The procedure was concluded with the patient in stable condition. The patient was discharged home. In the physician's opinion, the tip of the was was suspected to be inserted too deep, causing the pe.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system (was) was received for analysis with the dilator outside the sheath, and blood in the device. Visual inspection of the device found numerous kinks in the sheath. Microscopic inspection under the microscope found no damage or defect on the device. Because there was no evidence of any product quality deficiencies, it was considered likely that the was kinks were attributable to procedural factors. Product analysis could not confirm the reported event, as clinical circumstances could not be replicated.